Event description:
It was reported that during an extraction procedure at the user facility, the device was overheating. Back-up equipment was used to complete the procedure. No delay, no adverse consequences, and no medical intervention were reported.

Manufacturer narrative:
Failure analysis is in progress; additional info will be submitted once the quality investigation is completed.